Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the patient underwent thrombectomy with a retriever (the subject device) and a competitors device. After using the retriever, subarachnoid hemorrhage (sah) was noticed in the treated area. No medical or endovascular treatment was taken for the sah. The patient recovered without any residual effects.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient underwent thrombectomy with a retriever (the subject device) and a competitors device. After using the retriever, subarachnoid hemorrhage (sah) was noticed in the treated area. No medical or endovascular treatment was taken for the sah. The patient recovered without any residual effects.